Event description:
New information notes the dislodged lead was discovered in-clinic and was failing to capture. There were no patient consequences.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. The reported event for failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received.

Event description:
It was reported the patient presented with their left ventricular lead dislodged. The lead was explanted and replaced. Patient condition was not provided. No further information was reported.